Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damaged display issue. The display was damaged during a bike accident. The subject pump will give a audio tone but the screen is blank. The pump is being returned for investigation. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2013 - device evaluation:the pump has been returned and evaluated by product analysis on 07/02/2013 with the following findings:during investigation, the display screen was blank when the pump was powered on. During testing, the pump was opened and the display screen was found to be damaged and cracked. A test screen was inserted and was found to function properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.